Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. The customer¿s blood glucose was 37 mg/dl. The other relevant blood glucose level are 84 mg/dl, 307 mg/dl, 43 mg/dl. The customer stated that insulin pump had insulin flow block alarm. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set . The customer states as the insulin pump delivers, the customer encountered insulin flow blocked alert and replaced just the infusion set but the issue still persist and the customer changed the reservoir as well to continue the delivery. Customer was able to complete the delivery without any error message and was able to program the blood glucose meter to the pump. The customer was not using the auto mode. The device will not be returned for the analysis.